Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). All the components were removed and replaced for a new ipp. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to fluid loss.